Manufacturer narrative:
The device failed to communicate when received. The cause of no communication was due to a low battery voltage. Bench tests were performed, and no sources of high current drain were observed. Analysis performed on the battery found internal damage consistent with autoclave exposure post-explant. The cause of the low battery voltage remains undetermined.

Manufacturer narrative:
(B)(4). Based on the information received, the device was prophylactically removed and there is no alleged malfunction of the product. Should the device be returned and the analysis results indicate an anomaly a follow up report will be submitted.

Event description:
Following the advisory for premature battery depletion with implantable cardioverter defibrillator, although there was no eri alert or allegation of premature battery depletion, the device was explanted prophylactically.